Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated implant date. (B)(4): indication for use (used for in-stent restenosis). The device will not be returned for evaluation as it remains in the patient. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Date of event corrected. There was no reported product deficiency and the product was not returned. The reported patient effects of occlusion is listed in the promus everolimus eluting coronary stent system instructions for use (IFU), as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the IFU states: the promus everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions.

Event description:
It was reported that the patient was previously catheterized in 2009. At that time, a 3.0 x 23 mm promus stent was implanted in the circumflex artery to treat an in-stent restenosis of an unspecified bare metal stent implanted in 2001. The patient returned to the cath lab with unspecified symptoms and was found to have a total occlusion of the previously placed 3.0 x 23 mm promus stent and of a second unspecified stent. The patient was referred to surgery for coronary artery bypass grafting (CABG), due to progression of disease in multiple arteries. No additional information was provided.